Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information was reported to coloplast, though not verified, that the patient also experienced discomfort as well as an abscess which required prescription medication.

Event description:
As reported to coloplast, though not verified a summons was received indicating the following: on or about (B)(6) 2022, patient underwent a surgical procedure to treat her vaginal vault prolapse and stress urinary incontinence during which she was implanted with coloplast restorelle y and altis. Patient suffered complications associated with the pelvic mesh products, including but not limited to, bleeding, recurrent infections, pelvic floor disfunction, pelvic pain, vaginal pain, abdominal pain, abnormal vaginal discharge, dyspareunia, urinary urgency problems, scarring, and difficulty with daily activities, which ultimately required surgical intervention and removal of mesh on (B)(6) 2023.